Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of high patient results for 1 patient tested for elecsys brahms pct (pct) on a cobas 8000 e 602 module compared to the results from a lumipulse. The customer complained that the patient¿s pct results were not matching the patient¿s clinical picture. (B)(4). The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The customer¿s e602 module serial number was not provided. The e602 module serial number used at the investigation site was (B)(4). The pct reagent lot used at the investigation site was 159481 with an expiration date of feb-2018. The e411 serial number used at the investigation site was (B)(4). The pct reagent lot information that was used on the e411 at the investigation site was not provided.

Manufacturer narrative:
The customer was not able to provide any of the samples that had the high questionable pct results. A common interference with the patient is unlikely as the interfering factor would be present permanently. The pct results do not follow a pattern that would have been caused by a medication interference. The pct results with the extremely high elevated results might have been due to a severe clinical condition. The patient¿s medication history demonstrates an intensive care for a severely ill patient. A specific root cause could not be identified. Clarification was provided for what psl stands for, psl = prednisolone.

Manufacturer narrative:
Pct results from the customer's cobas e602 now has comparison data to the pct results from a lumipulse. The investigation is currently ongoing.